Event description:
While preparing to place midline, chg swab in 20 g 8 cm powerglide midline kit was found to not have any cleanser left inside of the swab. Lot # for midline kit rehx1148. Asked floor rn to drop a new chg swab in order to properly prep patient for line placement.